Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and competitor right ventricular (rv) lead caused a red alert to be detected due to high shock impedances greater than 125 ohms. The patient's physician is aware of the situation and the device and lead remain implanted at this time. No adverse patient effects were reported.

Event description:
Boston scientific received additional information that the ICD has been explanted and returned for analysis. It was also reported due to two abandoned shock leads, the replacement system was implanted on the right side. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, visual inspection found tool marks and lead abrasion marks on the case of the device. All seal plugs were intact and all set screws operated normally. Further, impressions left by the seal rings of the implanted leads indicated that all leads were fully inserted into the header. The device performance was analyzed and found the monitoring voltage at 3.094 volts and its battery status and beginning of life (bol). A review of the device memory noted three faults and the memory was corrected indicating normal function. This device passed all other electrical and performance testing and confirmed normal function. Allegation of high shock impedance measurements could not be confirmed by testing.